Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the needle was allegedly found to be leaking. It was further reported that allegedly there were small cracks in the joint. There was no patient contact.

Manufacturer narrative:
H10: a manufacturing review was not requested as this is the only complaint reported for this lot number. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows an introducer needle in which cracks were noted on the hub of the needle. Therefore, the investigation is confirmed for the reported needle fracture and leak issues. The definitive root cause could not be determined based upon available information. Labeling review: labeling review: the reported material information is for disposable (single use) device and therefore a service history review is not applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the needle was allegedly found to be leaking. It was further reported that allegedly there were small cracks in the joint. There was no patient contact.